Event description:
Patient stated that the administration set is leaking at the filter. Intermittent therapy was used at rate 195 ml/hr. The bag volume was 1 liter. There was no patient impact reported.

Manufacturer narrative:
One used administration set without the outer packaging, to verify the lot number, was returned to (B)(4) moog for evaluation. The administration set was manually primed with water and leakage was found along the edge of filter.